Event description:
The customer rported that while the unit was in use on a pt the crt display went blank and then came back on, then the display was blurry. The pt was switched to another unit and therapy was coninued. No pt injury was reported.